Event description:
It was reported that the patient's leads are "being tested extensively because they are not working right." The patient had an echocardiogram and chest x-rays. The leads remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.